Manufacturer narrative:
Date rec¿d by MFR : 13aug2019, date of report : 14aug2019. The customer reported that replacing the power switch overlay resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator produced an "alarm led (light emitting diode) failure" error code. The customer was unable to confirm if the ventilator was being used on a patient at the time that the problem was discovered. No patient information could be provided.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator produced an "alarm led (light emitting diode) failure" error code. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.